Manufacturer narrative:
On 8/5/2019, the product investigation was completed. Device evaluation summary: during evaluation of the device, it was noticed some lines of shell wear on the anterior aspect and one (1) line in the posterior aspect, suggesting in-vivo folding or creasing of the device. In addition two tears (a and b) were discovered in the posterior aspect measuring approximately 0.6 cm (a) and 1 cm (b). Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on 7/8/2019, the mentor failure analysis lab received the device for evaluation. On the same day, mentor became aware of the product catalog number, lot number, manufacturing date and expiration date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent a primary breast augmentation with an unspecified saline mentor breast implant and experienced deflation on the right side post-operational. The deflation was confirmed by the physician. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 300cc, catalog number 3502300, serial number (B)(4) on (B)(6) 2019.